Event description:
A customer reported inconsistent reactions with the cmv (cytomegalovirus) assay on the galileo neo instrument.

Manufacturer narrative:
A ''blud_direct'' session was setup and the following were reviewed: plate events, reaction strengths, reagents used, images and rois. Review of the data indicated that the roi for the sample in question was off-center. An roi adjustment was performed. No additional problems have occurred with cmv testing on the instrument. The instrument is operating as expected.